Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe there was any deficiency with the suture that lead to the reported complications? Citation: international orthopaedics (sicot) (2015) 39:535¿542.

Event description:
It was reported in journal article ¿is percutaneous suturing superior to open fibrin gluing in acute achilles tendon rupture?¿ that a two-centre retrospective cohort investigation tested the null hypothesis that percutaneous suturing is superior to open fibrin gluing in acute achilles tendon rupture with regard to complication rate, function, pain and disability. Between 2000 and 2009, a total of 122 patients with acute ruptures of the achilles tendon were treated at a level iii trauma centre (centre 2). Among these, 27 patients (5 women, 22 men) with a mean age of 44 years (range, 33-63) satisfied the inclusion criteria and agreed to participate in the study. At centre 2, percutaneous repair was performed, introduced through the proximal incisions, passed through the tendon and tied at the medial proximal incision. Complications for the percutaneous repair group included pain at the rim of the shoe, postoperative scar tenderness transient paresthesia, delayed wound healing without evidence of surgical site infection and required no further treatment, deep venous thrombosis, and re-rupture sustained while accidentally weight bearing; required re-operation. The study suggests that open fibrin gluing is a reasonable alternative to percutaneous repair of acute ruptures of the achilles tendon and both techniques can yield reliably good results. Additional information has been requested.